Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console exhibited issue with aspiration, irrigation and intraocular pressure. Procedure details and patient impact were not reported. Additional information has been requested none received till date.

Manufacturer narrative:
The company service representative, examined the system. And was unable to confirm or replicate, the unit not entering sculpt mode, nor the reported aspiration and irrigation issues. The system was then tested and functioned as intended. The company service representative, was able to confirm, the intraocular pressure (iop) suction issue. In the event log, a system message was observed, about the system being unable to achieve iop. Which is possibly, caused by the tip being tuned in air. The company service representative, subsequently informed the customer about the tuning in air. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal, any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to functionally, exhibit no problems in regard to the intraocular pressure (iop) issue. And met specifications in regard to the aspiration and irrigation issues. Therefore, the root causes of the reported events are inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).